Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. A pmv adapter was loaded onto the handle. The connection between the adapter and the clamshell was strong. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic lower anterior resection, during the first firing, the device clamp test was completed; however, the connection between the handle and the adapter came off after the surgeon clamped the rectum and pressed the green button. When the adapter and the handle were connected again, the display on the handle turned black and the handle was in a shut-down state. Since the device was not responding, the manual retraction tool was used to open the jaws and release the articulation. The adapter and the handle were then removed from the cavity. Another manual stapler was used to complete the case. There was no patient injury.